Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08730 inches. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were recently hospitalized due to a high blood glucose level of 315 mg/dl. Blood glucose level at the time of the call was 143 mg/dl. The customer was wearing the insulin pump at the time of admission. Troubleshooting could not be completed at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.